Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced dyspareunia, abdominal pain, erosion, discomfort, infection. Spouse reports scratchy feeling during intercourse and minimal improvement of stress urinary incontinence. An excision of the mesh and 1 suture placement were performed.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.